Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2022. Device evaluation: the suspect lens was received for evaluation. Visual inspection under magnification revealed that the lens was received cut into three pieces with both haptics detached. Lens damage was also observed on the lens. Due to the returned condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search in complaint system revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient has a planned intraocular lens (iol) exchange scheduled for (B)(6) 2022. The lens will be replaced with another johnson and johnson iol (different model, dfr00v, same diopter of 23.0d). Multiple attempts were made to contact the complainant requesting additional information regarding the complaint and confirm that the planned explant had been performed, however, no response was received. The device was received for evaluation on (B)(6) 2022, which indicates the lens was explanted. A sticker on the device specimen cup states the date of service for the explant was (B)(6) 2022. No further information was provided.